Event description:
(B)(4). The provider states the unit randomly shuts down within a few minutes of operation without alarming per the provider. The provider didn't have additional information regarding the unit and the incident. (B)(4).